Event description:
The customer reported that the system intermittently would shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos singleboard computer and reloaded software. The system operates as intended.